Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced a severe pain at the puncture site occuring from the start of treatment since (B)(6) 2024, becoming more and more intense everyday and patient was feeling dizziness two to three days after. Patient applied a cold effect gel that calms the pain. No further information available.